Event description:
It was reported that there was air in the vamp reservoir-venous side. No patient complications were reported.

Manufacturer narrative:
(Other): device has not been returned for evaluation.